Event description:
Customer reports that the pt tested 470mg/dl and 417mg/dl on a different professional device and testing 115mg/dl on this device. No treatment was given to the pt. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.